Manufacturer narrative:
The customer will be provided with a replacement device. Stryker performed an initial evaluation of the customer's device and observed an unexpected loss of power. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and was able to verify the reported issue. The root cause of the reported issue was determined to be caused by the operator interrupting the sofware update by opening the lid of the device. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event. There was no patient use associated with the reported event.